Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown batch no: unknown. It was reported that the unspecified bd¿ needle the needle broke off the syringe. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer reported 2 needles broke off syringe in the past 2 weeks.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Event description:
Material no: unknown; batch no: unknown. It was reported that the unspecified bd¿ needle the needle broke off the syringe. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer reported 2 needles broke off syringe in the past 2 weeks.